Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received anti-tachycardia pacing (atp) and shock. Therapy was exhausted in the ventricular rhythm. The patient was also in ventricular tachycardia (vt) storm and the shocks were not converting the rhythm. Additional information obtained from the field which indicated that the device were within normal limits and the episode appeared to be supraventricular tachycardia. Changes in medications were made. The device remains in service. No adverse patient effects reported.